Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan alleging the ok button on the onetouch ping meter was not responding. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. However, this complaint is being reported because the alleged button issue remained unresolved.

Manufacturer narrative:
The meter involved with this complaint has been returned but not yet evaluated by lifescan product analysis. Lfs will evaluate it and inform FDA of product(s) that do not pass inspection in a supplemental report.